Event description:
It was reported to baxter (B)(4) that an intermate lv 250 device leaked after the device's luer became detached from the tubing. Therefore, the sterile fluid pathway was breached. This condition occurred during an infusion of meropenem on a male patient. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, the reported condition of a leak due to the device's luer becoming detached from the tubing could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing a favorable trend year over year for reported complaints of separated components.